Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12005. It was reported following implantation the patient experienced pain and weakness in left leg. The physician explanted the system. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.